Manufacturer narrative:
Additional information received for this event: patient had implant restored out of country and wrong abutment was used. The abutment ruined the internal components of implant and a correct abutment could no longer be seated. Abutment was "3rd-party" so assumably not a ds product. This is a follow up report for this additional information that was received. Additional FDA coding being added after investigation of device. Adding additional health effect impact code 4627. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions 24. This is a follow up report to add this additional code. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 2408 investigation findings code - 3221 the correct codes for this complaint are: medical device problem code - 2976 and 1494 investigation findings code - 3211 and 4248 investigation conclusions code ¿ 24 this is a follow up report for these corrected codes.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.